Manufacturer narrative:
The reported events of ¿stylet was unable to be removed from the lead¿ was confirmed. As received, a complete lead was returned in one piece with broken knob stylet stuck inside the lead. Visual inspection found the ptfe coating of the stylet was stripped and bunched with the inner coil at the distal end of the connector pin. The cause of the reported event was isolated to the bunching of stripped stylet ptfe coating and inner coil consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report. This product is registered as a combination product.

Event description:
It was reported that during the procedure the physician unable to remove the stylet from the lead ventricular lead. After several unsuccessful attempts the physician elected to remove the lead, and epicardial leads were used to complete the procedure. The patient was recovering.